Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported the patient is having issues charging their implant and the issue has been getting worse over the last month or two. Caller stated the 'antenna' wire is getting hot while trying to charge the implant (agent understood this as the recharger - no pt harm was reported). Troubleshooting was unable to be performed as caller did not have the recharger with them at the time of the call. Caller will call back with the recharger serial number or have the patient call back with the recharger. Patient called back with their equipment. Patient mentioned the recharger gets very hot and doesn't charge their stimulator. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.